Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states that after 40 days of use the device presented a crack. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigating is currently underway. Upon completion, the results will be forwarded.